Manufacturer narrative:
The device was evaluated by ventec where the reported issue of the device alarming due to low fio2 (fraction of inspired oxygen) readings could not be duplicated. Ventec then downloaded the electronic records from the device for analysis where it was confirmed that there had been multiple alarms for very low fio2. Ventec replaced the oa2 pca and oa2 board cable to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was the oa2 pca and oa2 board cable. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported to ventec that the that the device was providing an alarm for very low fio2 (fraction of inspired oxygen) readings. There was no patient involvement associated with the reported event.